Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip did not release from the base. Eventually, the clip was able to release from the base after multiple attempts. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the manufacture and expiration dates are unknown. (B)(4).